Event description:
It was reported that the patient's left ventricle (lv) exhibited high pacing impedance. X-ray imaging confirmed that the lead had dislodged. The patient presented to a lead revision procedure. During the procedure, the lv lead broke, and the distal portion was left implanted. The lv lead was then capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing lead impedance, ¿during the extraction, the lv lead broken, so the distal portion of the lead was left behind¿, and lead dislodgement. As received, a partial lead was returned in two pieces for analysis. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damages. The reported event of ¿during the extraction, the lv lead broken, so the distal portion of the lead was left behind¿ was confirmed. Visual inspection found all four filars of the inner coil to be stretched/broken at the middle portion of the lead consistent with procedural damage. The s-curve could not be measured due to the distal portion of the lead was not returned. The cause of the reported event of lead broke was due to inner coil damage occurring at the time of explant. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection found an external insulation abrasion breaching two ring electrode cable lumens distal to the suture sleeve tie impressions consistent with friction to another implanted device or feature of the patient anatomy. The insulation coating cables, and inner coil were intact at this location.